Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that a patient would be referred for a full revision due to high lead impedance readings obtained when systems and normal mode diagnostics were performed during a routine office visit. The exact results were not provided. The physician state he also performed a magnet swipe which did not cause the patient to cough indicating that current is not being delivered. The patient underwent surgery in which the lead and generator were explanted and replaced. The generator replacement was prophylactic. Good faith attempts to obtain additional information as well as the explanted devices for product analysis are in process.